Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized due to low blood glucose levels. The customer also reported a motor error alarm at the time of the call. The customer was unable to conduct troubleshooting due to multiple motor error alarms. The customer stated that the insulin pump was exposed to an MRI scan at the time of the hospitalization. Advised that the insulin pump would be replaced. Nothing further was reported.